Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 450 mg/dl. It was unknown that customer was using insulin pump or not within 48 hours of low blood glucose incident. Customer reported that serter was not holding site properly and had problem insertion. Customer also reported infusion set needle was hard to remove and cannula was bent when removed. The insulin pump will not be returned for analysis.